Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-jan-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked and the returned battery cap had stripped threads. The returned battery cap was unable to secure to power on the pump, duplicating the power issue. Using a test battery cap, the pump powered on and was exercised for 12 hours with no power interruptions occurring. Unrelated to the complaint, investigation revealed that the display was dim, fading and discolored.